Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? What was the indication for surgery (abdominal/ gynecologic)? The mesh fixation technique? (Single or double crown; spacing between implants) were any concurrent devices implanted? Were there any intra-operative complications? What symptoms did the patient experience following the index surgical procedure? Onset date? When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Are there any photos available? This medwatch report is in response to receipt of user facility medwatch form, mw5182738.

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy procedure on an unknown date in 2021 and mesh was used. The mesh used in this procedure was lightweight polypropylene mesh. The patient presented to a different surgeon several years later with complaints of suspected vaginal mesh erosion. The patient was in fact found to have vaginal mesh erosion from this initial surgery. Conservative management did not fix the erosion and a re-operation to remove the exposed mesh was required. The device is not available for return. Additional information was requested.